Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead triggered some lead warnings. A lead integrity alert was triggered for hrns (high rate non-sustained) episodes and sic (sensing integrity counter) counts. It was also noted that there were several recorded episodes that show indication of non-physiologic noise. The lead continues to remain in use. No patient complications have been reported as a result of this event.